Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the battery on the cs300 intra-aortic balloon pump (iabp) backup is poor and not giving proper backup supply. It is unknown under which circumstances this event occurred; however no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) who previously evaluated the unit installed new batteries, batteries sealed lead acid 12volt installed in the unit and observed its voltage. After that connected with machine and run for 1 hour, the stm found system working. The stm performed a pm and routine cleaning, all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the battery on the cs300 intra-aortic balloon pump (iabp) was poor and not giving proper backup supply. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the battery on the cs300 intra-aortic balloon pump (iabp) was poor and not giving proper backup supply. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and is waiting on spare parts to continue with the repairs of the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check, the battery on the cs300 intra-aortic balloon pump (iabp) was poor and not giving proper backup supply. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.